Event description:
Boston scientific crm received information that, during the implant procedure of this lead, the position of the tip of the lead did not allow adequate confirmation of helix deployment. The physician elected not to change the position. The morning after implant, the lead had dislodged and was exhibiting loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned and the helix was properly deployed. No further information is available. This report will be updated if more information becomes available.